Event description:
On (B)(6) 2011, a spontaneous report by a physician was received from a company rep regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6) 2011, add'l info was received from a medical assistant. Based on the info received, the case was upgraded to non-serious, unexpected. Medical history included an unspecified allergy/reaction to bactrim (sulfamethoxazole and trimethoprim), hypothyroid, depression, and prior injections of restylane (cross-linked hyaluronic acid dermal filler). The pt's skin type was a fitzpatrick 2. Concomitant medications included synthroid (levothyroxine sodium) for hypothyroidism and prozac (fluoxetine hydrochloride) and ativan (lorazepam) for depression. On (B)(6) 2010, the pt received an injection of restylane-l from three 1 ml syringes; the pt was injected with 1.1 ml to each nasolabial fold and 0.4 ml to each side of the glabella. The pt received no pre-procedure medications. Add'l procedures performed at the time of implantation included dysport (abobotulinumtoxina) to the forehead (20 units) and the periocular (20 units). On an unspecified date in (B)(6) 2010, after the implantation, the pt developed recurrent facial swelling which responded only to oral steroids. On (B)(6) 2011, add'l info was received from a medical assistant. On (B)(6) 2010, the pt called the office to report swelling to the injection area. The pt was seen by the physician on (B)(6) 2010 and was noted to have moderate tenderness and induration bilaterally to the cheeks. The pt was prescribed keflex (cephalexin) 500 mg orally every 6 hours x 7 days and was also told to apply warm heat to the area. On (B)(6) 2010, the pt went to (B)(4) and was prescribed bactrim (sulfamethoxazole and trimethoprim) and a medrol dosepak (methylprednisolone). On (B)(6) 2010, the pt had a f/u appointment with the injecting physician and at that time there was still some swelling of the right cheek but no problems in the glabella. On (B)(6) 2010, aspiration was done from the area and sent for a culture; the pt had been on bactrim since (B)(6) 2010 when the aspiration was done. The injecting physician diagnosed the pt with cellulitis, an abscess of the face, and edema. On (B)(6) 2010, the pt went to a dermatologist and was given an add'l prescription for a medrol dosepak. The pt was to f/u with the injecting physician on (B)(6) 2011 but cancelled and again on (B)(6) 2011 but cancelled. On (B)(6) 2011, the pt was re-evaluated by the injecting physician, at which time she was noted to have some ongoing swelling bilaterally to the cheeks but all other symptoms had resolved. On (B)(6) 2011, the pt was injected with vitrase (hyaluronidase) to the affected area. As of (B)(6) 2011, results of the culture were pending. On (B)(6) 2011, upon a f/u call to the physician's office, the medical assistant reported that the pt was evaluated by the physician on (B)(6) 2011 at which time the swelling was noted to have fully resolved and the pt was asymptomatic. As of (B)(6) 2011, the results of the culture were not available. A causality statement was not provided by the injecting physician. The injecting physician assessed the severity of the reported events as moderate. The lot number and exp date for all 3 syringes were 10518 and aug-2011, respectively.